Event description:
Loss of capture was reported. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead in segments analyzed. The evaluation conclusion on this event has been updated and that information is reflected in this report.